Event description:
Complainant alleged that while attempting to defibrillate a patient, the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
(B) (4)the software version for this device is currently not known.

Manufacturer narrative:
(B) (4) the device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
It was reported that before a laparoscopic gastric bypass procedure, the blue tip became broken from the bottom after the scrub tech tried to loosen it before use. Another device was used to complete the procedure. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition of "863:02 on channel c " which caused an interruption of therapy, but could not duplicate it. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. Uim master software versions with a software configuration number ending in uim: (B) (4) will be categorized as unremediated.

Event description:
The facility reported an infusion pump with failure code 863:02 on channel c which occurred during patient therapy while connected to a patient. This resulted in an interruption of therapy. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.